Event description:
During an endoscopic biliary stent placement, a sphincterotomy and biliary dilation were performed. A cook endoscopy zilver expandable metal biliary stent system was selected by the physician. Resistance was encountered when the wire guide was advanced through the stricture. Resistance was also encountered when the introduction system was advanced into position. The stent was placed and the introduction system was removed. Immediately after the procedure, the endoscope was cleaned. During the cleaning process, a section of the stent introduction system exited the endoscope. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report as it was described. A 30.5cm portion of the inner catheter has separated at the connecting joint from the remainder of the introduction system. There is evidence of adhesive on the returned portion of the introduction system. The remaining portion of the introduction system was not included with the return. Because the remaining portion was not returned, we were unable to confirm if the inner wall of the tubing was roughened properly during manufacturing. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot, because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: the condition of the device prohibited a full evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our evaluation. However, we can provide the following comments: information provided indicated a sphincterotomy and dilation of the stricture were completed prior to stent placement, but resistance was encountered during advancement of the wire guide and introduction system into the stricture. Resistance of this nature can occur if the stent is placed in a severe stricture. A caution located in the instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. The contradictions listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. Attempting to place the stent in a severe stricture can encourage the application of excessive pressure. This may have contributed to inner catheter separation. Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of detachment of the inner catheter from the introduction system. This product was manufactured prior to the initiation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.